Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the instruments were fully fired. The handles were actuated and cycled properly. There were no components disengaged or missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure with divarication of recti. The patient is obese and has hypertension and diabetes. The absorbable tacking devices were being used with a large piece of mesh (30cm x 20cm parietex composite mesh) to cover up multiple defects. Therefore, a large number of tacking devices were used to fix the mesh to the muscle. The first absorbable tacking device (30 tacks), the handle got stuck in between and was unable to fire. The same issue occurred with an additional four devices of the same size. The handle sticking issue made it hard to fire the tacks into the muscle, and some tacks got detached from the mesh and fell into the cavity of the patient. The surgeon noticed it at the time of firing and took the tacks out of the abdominal cavity. When the box of the absorbable tacking device (15 tacks) was opened, the shaft of the device was slightly bent. Another tacking device of the same size was opened and fired. Three or four tacks were needed to get the deserved tack number of fifteen tacks. In order to resolve the issue and complete the case, additional tacking devices were used. There was no patient harm. The patient outcome is alive, no injury.